Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the pulmonic position, the team opted to use an esheath rather than a long gore dryseal sheath. The patient had a challenging track, so the team created a right artery (ra) loop intentionally using the commander delivery system to track it out into the main pulmonary artery (mpa). After the valve was deployed, the patient decompensated and CPR was started. The patient's coronaries were clean. A tee probe was placed and found there was severe native tricuspid regurgitation due to a tricuspid injury tracking (tracking difficulties were due to patient anatomy), which was noted to have been caused by the commander delivery system. A surgical repair was completed. The patient was in stable condition following surgery.